Manufacturer narrative:
(B)(4). The device was received for evaluation. Sample analysis verified the reported event and all o-rings were replaced. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed with no additional defects and malfunctions found with the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified system error alarm occurred on the homechoice device during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow-up report will be submitted.